Manufacturer narrative:
(B)(4). (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a continu-flo solution set would not prime. This occurred during priming using an unknown 100ml 0.9% nacl solution bag in the recovery room. There was no patient involvement. No additional information is available. This is report 1 of 2.